Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 250 mg/dl. The customer changed the cartridge and infusion set. As the supplies on the pump had been changed, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.